Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in this lot. (B)(4).

Event description:
A facility representative reported a patient with complaints of cloudiness at all ranges of vision following intraocular lens (iol) implant. The lens was explanted and replaced with a toric monofocal approximately six weeks after initial implant. Additional information is requested.